Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2019), g2, g3. H11: b3, b5, d1, d4, h6 (patient, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that two years, one month and three days post a port placement via the right subclavian vein, the patient allegedly developed bacteremia. Reportedly, an incision was made over the previous scar and using a combination of blunt and electrocautery, the port was removed. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that two years, one month, and three days post a port placement via the right subclavian vein, the patient allegedly developed bacteremia. Reportedly, an incision was made over the previous scar and using a combination of blunt and electrocautery, and the port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, for a patient port placement was performed on unknown date. Then the patient had poor peripheral venous access. Insertion of central venous catheter was planned with subcutaneous port to the right subclavian vein with fluoroscopic guidance. Access was gained to the right subclavian vein on a single attempt. More local anesthesia was injected and an elliptical incision was made around the previous scar from the patient¿s previous port catheter placement and removal. An electrocautery dissector was used to create the pocket for the new port tunneling device was used for the catheter. Insertion cannula and dilator were guided over the wire under direct fluoroscopic visualization into the innominate vein. The dilator was removed and the catheter was placed in the insertion cannula. The catheter tip was situated in tile superior vena cava. The insertion cannula was then removed and the catheter was left in place. The catheter was trimmed to length and attached to the port with coupling device. The port was immediately accessed and flushed with heparinized saline which was accessed and flushed very easily. The port was placed in the pocket and secured. Postoperative chest x-ray showed a right-sided port catheter placement with the tip of the catheter in the expected location of the junction of the superior vena cava in the right atrium based on a single projection. It was otherwise stated as normal. Approximately two years, one month and twenty nine days post port placement removal of a right mediport was performed due to bacteremia. An incision was made over the previous scar. Dissection was carried down the catheter. The catheter was elevated and was removed without difficulty. Fifteen minutes of right subclavian pressure was held. Then using a combination of blunt and electrocautery the remaining mediport was removed. The tip of the catheter was sent for cultures. The remaining capsule was removed in its entirety. The wound was irrigated and hemostasis was obtained. The patient tolerated the procedure well. Therefore, it can be confirmed that the patient experienced infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 10/2019) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.